Event description:
It was reported that the patients ipg had to be charged more frequently. The patient underwent a revision procedure wherein the ipg was replaced with an MRI compatible one. The patient was doing well postoperatively. The explanted ipg was not returned due to facility policy.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.